Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation to show a causal relationship between the event and the liberty select cycler and cycler set. Additionally, the cause of the peritonitis was attributed to the lack of training and knowledge of the hospital nurse on the proper set-up technique for pd therapy. The breach in aseptic technique is supported by the culture result of streptococcus viridans, a bacteria found in the normal flora of humans, especially in the oral cavity, upper respiratory tract and gastrointestinal tract. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that the patient was diagnosed with peritonitis. The patient was initially hospitalized for confusion and blood sugar issues and developed peritonitis during hospitalization. The signs/symptoms of the peritonitis are unknown. The pd effluent culture was positive for streptococcus viridans. The patient was treated/prescribed ancef (route, dose, frequency and duration unknown). The cause of the peritonitis was attributed to improper aseptic technique by the hospital nurse who was not familiar with pd therapy and watched (B)(6) for instruction. No further hospital course was documented and the patient was expected to be discharged after six days.